Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an unexpected elective replacement indicator (eri). This is caused by a random lock-up of the measurement system hardware that may result in an incorrect battery voltage reading of zero. This issue does not impact battery lon. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.